Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No samples or photos are available for evaluation. Unfortunately, as a result, bd was unable to verify the reported issue or define a possible root cause at this time. No production record review could be completed as not batch/lot information is available. If additional information or if samples/photos become available, the record will be re-opened and investigated appropriately. No further actions are required at this time. This failure mode will continue to be tracked and trended.

Event description:
It was reported the sponge does not soak completely with the antiseptic. Per complaint form: the nursing coordinator reported to me that during the usual use of chloraprep frepp (1.5ml), the sponge of some applicators does not soak completely with the antiseptic and in some few cases does not soak at all. Approximately, the problem would occur on one in ten applicators. The increase in the time of the antisepsis procedure is the main impact. There was never any impact on the patient.